Event description:
The customer reported a possible over infusion of morphine. Prescriber ordered a morphine infusion at 6mg/hour for comfort care on (B)(6) 2014 at 0030. The patient was transitioning off of a morphine pca. The nurse increased the patient's continuous pca rate to finish infusing on (B)(6) 2014 at 2235 at 6mls per hour, as there was approximately 31ml left in the pca. The pca finished infusing on (B)(6) 2014 at 0051. At 0054, the nurse changed out the pca module and replaced it with a pump module and hung a bag of normal saline and started the infusion at 25ml/hour with a vtbi of 331.915ml. At 0054, the nurse added a second pump module to hang the morphine 100mg/100ml infusion bag. At 0059, the nurse programmed a rate of 6ml/hour with a vtbi of 100ml for the morphine infusion. Immediately after that, at 0059 the nurse started the normal saline infusion. Upon watching the infusion, the nurse and a second nurse noted the drip rate of the morphine seemed to be moving a lot faster than 6ml/hour. The nurse tried delaying the infusion at 0101, at which point the morphine continued to drip quickly. The nurse paused the infusion at 0103 and removed the module at 0111. The nurse tried adding and removing the module at 0112. The nurse then grabbed a different module and tried that channel at 0112. When the nurse started the infusion on this new module at 6ml/hour, the morphine appeared to be infusing normally. The nurse noticed that the morphine bag was almost half to be monitored with no adverse effects. Customer states that no further patient or event info is available.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The preliminary event log review has been completed. At 12:58am on pump module sn (B)(4) the user programmed an infusion of morphine at a rate of 6ml/hour and a vtbi of 100ml. At 1:01am, the infusion was set to be delayed; however the pump module was powered off by the user one minute later. The primary volume listed as infused was 0.282ml. Two flow stop open alarms were noted: one at 12:56am for 4 seconds and another at 1:03am for 5 seconds. If the roller clamp was not closed during these events, there could have been free-flow of medication. At 1:12am the pump module was removed from the pcu. The morphine infusion was moved to another pump module sn (B)(4). Infusions were programmed without any noted issues. Total volume infused on that channel was 64.472mls. The customer will be returning the pump module but it has not been rec'd. A f/u report will be submitted once the device has been returned and the evaluation is completed.